Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and the customer requested to order a speaker to address the audio failure. The cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer ordered a replacement speaker. The customer assumes responsibility for the repair. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there was no more audible alarm. It is unknown if the device was in use at the time of the event. There was no adverse event reported.